Event description:
The dentist reported that the implant driver become stuck in the implant. The clinician could not resolve the stuck condition and the implant was removed, another implant was placed within the same procedure.

Manufacturer narrative:
One tapered screw vent implant was returned for inspection attached to a hex driver. Visual inspection of the returned devices were examined visually by the naked eye. The implant is seized to the hex driver and will not separate. The lot number was not provided/known for the hex driver, therefore a DHR review was not conducted. The DHR of the implant did not indicated any deviations that would have contributed to this event. The reported event was confirmed following inspection, as the driver required excessive force and still would not release. No definitive root cause could be determined. (B)(4).